Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-mar-08 from a user facility reported patient's pain pump was alarming and patient came to the emergency department (ed) for evaluation. Device was interrogated by local representative of manufacturer and found to have a "failed motor." The patient was taken to the operating room 2 days later for pain pump revision/replacement. There were no complications in this surgery. The patient has reportedly had the pain pump for approximately 5 years. Other relevant history including preexisting medical conditions included chronic pain, ischemic neuropathy of foot/leg, obesity, asthma, deep vein thrombosis (dvt), and hypertension. It was noted that pump/product was available for evaluation. Explant date was noted as (B)(6) 2017. Event date was note as (B)(6) 2017. This is not a single use device that was reprocessed and reused on a patient. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml bupivacaine at 2.898 mg/day via and 10 mg/ml morphine at 2.898 mg/day via an implantable pump for non-malignant pain. It was reported that an active motor stall occurred on (B)(6) 2017. The patient had not recently had an MRI. No symptoms were reported. Additional information was received from a manufacturer's representative. It was stated that the rep saw the patient in the emergency room and interrogated the pump and determined that it was in a state of unrecovered motor stall. The pump was interrogated and the logs were reviewed. The cause of the motor stall was reportedly unknown. The motor stall never recovered. There was no actions taken to recover the motor stall and the pump was replaced the following day.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse mso4 10.0 mg/ml at 2.898 mg/day and bupivacaine 10.0 mg/ml at 2.898 mg/day. Analysis of the pump revealed corrosion and wear on the internal gears inside of the motor and a stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.